Manufacturer narrative:
29-aug-2023 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Metal piece that the brush head sits on has broken...brush head falls/fell off - oral-b [device breakage] brush head unstable - oral-b [device connection issue] case narrative: consumer via e-mail stated that the metal piece that the oral-b toothbrush head sat on broke. The oral-b toothbrush head was unstable and the oral-b toothbrush head falls/fell off easily while brushing their teeth. No injury was reported. 10-aug-2023 case update: the suspect product was oral-b power rechargeable toothbrush handle 3766. The suspect product lot was 2ab83641314. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Metal piece that the brush head sits on has broken...brush head falls/fell off - oral-b [device breakage] brush head unstable - oral-b [device connection issue]. Case narrative: consumer via e-mail stated that the metal piece that the oral-b toothbrush head sat on broke. The oral-b toothbrush head was unstable and the oral-b toothbrush head falls/fell off easily while brushing their teeth. No injury was reported.